Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of seroma was reviewed on (B)(6), 2024. It is possible to determine the lot number 3113685 and catalog number 115-290 of the photos provided. Visual analysis of the photographs identified: seroma: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "little fluid around implant". The device has been explanted and replaced.

Event description:
Healthcare professional reported, right side "little fluid around implant". The device has been explanted and replaced.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "little fluid around implant".